Event description:
A report was received that a trial pt was experiencing pain at the lead incision site. The pt's symptoms were oozing at the lead site along with a low grade fever. Upon being admitted to the emergency room, the physician explanted the lead and prescribed the pt levaquin and ciprofloxacin IV. The physician believes the infection was caused by the trail lead as he had extended the trial period longer than usual due to the holidays. The pt is reportedly doing well following the procedure.